Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation as despite two successful attempts by the medical surveillance specialist to contact the patient by phone, she was unable/unwilling to answer additional questions during the calls. The patient reported that she first noticed that the meter was testing in memory mode at an unknown time on (B)(6) 2015. The patient manages her diabetes with oral medication including metformin. She reported that as a result of the alleged issue, she increased her metformin dose. She claimed that "4-5 days" after the start of the alleged issue, she developed "hyperglycemia" which she attributed to the alleged meter issue. She reported that on (B)(6) 2015, she was hospitalized and treated in "ICU and then rehab" until approximately (B)(6) 2015. The nature of the treatment the patient received is unknown as are any results from the ER/hospital meter. At the time of troubleshooting, it was not possible to educate the patient on the correct testing procedure or to walk her through a test. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia which required hospitalization after the alleged meter issue began.